Event description:
Pt revised due to loosening of femoral component. Intraoperatively evident femur and tibia were loose, osteolysis, and huge boneloss had occurred.

Manufacturer narrative:
Eval was not possible, as the products were not returned. A search of the complaint database did not reveal any other reports for the reported mfg lot numbers. The initial reporting stated the products are not suspected of failing to meet specs. The investigation could not verify or draw any conclusions about the root cause of the reported event. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Should add'l info be rec'd the investigation will be reopened. Depuy considers the investigation closed.